Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon pieces still inside me [foreign body in reproductive tract], took tampon out, found there were pieces [device breakage], when tampon taken out found pieces inside me [complication of device removal]. Consumer reported via e-mail that when she took out a tampon, she found there were pieces still inside her. No serious injury was reported.